Event description:
The customer contact reported the device alarmed with s321 (motor error - pmc, left) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a review of the device history found the device alarmed with a s321 (motor error - pmc, left) malfunction alarm codes. No additional information was provided.

Manufacturer narrative:
The mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.